Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed because a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The non-conformance database could not be reviewed for these parts due to the lot number being unknown. There are no indications of manufacturing defects from the reported events. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding revision due to patient anatomy, there is a complaint rate of (B)(4), which is no greater than the occurrence listed in the application fmea. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding revision due to patient anatomy, there is a complaint rate of (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is changes to the patient's anatomy. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient will undergo a revision of bilateral temporomandibular joint implants approximately fifteen (15) years following implantation due to abnormal anatomy and migration of the mandibular component. The stock devices will be replaced with a custom implant. No additional patient consequences have been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: d6a: 2005 - exact implant date unknown. D6b: 2021 - exact explant date unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00391, 0001032347-2021-00392, 0001032347-2021-00393. D10: item# 24-6560; lot# 934560, item# 24-6556; lot# 790490, item# 24-6563-1; lot# 934590, item# unknown screw; lot# unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI: (B)(4). The devices were returned for investigation. Visual examination of the returned product confirmed the products identity. The devices showed signs of use with minor scratches and scuffs on the surfaces. The additional information does not change the previous root cause. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient will undergo a revision of bilateral temporomandibular joint implants approximately fifteen (15) years following implantation due to abnormal anatomy. The stock devices will be replaced with a custom implant. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision of bilateral temporomandibular joint implants approximately fifteen (15) years post-implantation due to abnormal anatomy. The stock devices will be replaced with a custom implant. Subsequently, it was later reported that while the left stock implant was being removed, the rough finish of the device flaked off and remained in the patient. No additional patient consequences have been reported.